Event description:
A user facility registered nurse (rn) reported that a combiset blood leak occurred within the first hour of a patient¿s hemodialysis (hd) treatment (exact timeline unknown). There were no machine alarms. The rn discovered a tiny spot of blood on the machine. They traced the source of the blood to the tubing just after the blood pump segment. When they touched the tubing, their gloves got wet from the blood. There was no visible damage noticed on the tubing. There were no leaks noticed during the prime. The rn said there were no changes or disruptions in pressure that could have caused the leak. The patient¿s blood was returned, and they were re-setup with new supplies on the machine. Estimated blood loss (ebl) from the leak was approximately 5 ml. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies. The sample was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint sample was returned to the manufacturer for physical evaluation. As the sample was being disinfected and prepared for analysis, a leak was found on the main line assembled to the red ¿t¿ connector of the pump segment on the arterial side. During visual inspection under a microscope, a gap was observed between the main line assembled to the red "t" connector. Due to the condition of the sample, no dryness channel was found. No other problems or abnormalities were identified during the evaluation. The observed defect may be attributed to improper assembly during the manufacturing process, with several potential contributing factors. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. Based on the sample evaluation, the reported issue was able to be confirmed.

Event description:
A user facility registered nurse (rn) reported that a combiset blood leak occurred within the first hour of a patient¿s hemodialysis (hd) treatment (exact timeline unknown). There were no machine alarms. The rn discovered a tiny spot of blood on the machine. They traced the source of the blood to the tubing just after the blood pump segment. When they touched the tubing, their gloves got wet from the blood. There was no visible damage noticed on the tubing. There were no leaks noticed during the prime. The rn said there were no changes or disruptions in pressure that could have caused the leak. The patient¿s blood was returned, and they were re-setup with new supplies on the machine. Estimated blood loss (ebl) from the leak was approximately 5 ml. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies. The sample was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.